Manufacturer narrative:
Further information from the reporter regarding event details has been requested. No additional information is available at this time. The events of "nodules", "inflammation", and "swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheeks and nasolabial folds and juvéderm® volift¿ with lidocaine in the lips. Two months following injection patient developed "slight swelling, "nodules and inflammation" in the injection sites. Patient treated with non-steroid anti-inflammatory and massage. This is the same event and the same patient reported under MDR ID# 3005113652-2018-01353 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® voluma¿ with lidocaine.